Event description:
Home patient reported dry minicaps. Home patient stated they did not visually note any betadine in the tubing when initiating the drain cycle of dialysis therapy. Noted during use. No patient injury or medical intervention reported per hp. Note: the home patient indicated that they are visually impaired.